Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact. During functional check, the reported complaint was duplicated. Did not perform no disposable alarm testing of pump as per procedure due to faulty downstream occlusion sensor. Found low trip point of the downstream occlusion sensor, which caused the issue. The faulty downstream occlusion sensor assembly was replaced.

Event description:
Information was received indicating that this smiths medical cadd solis vip pumps exhibited constant downstream occlusion alarm. No patient injury reported.